Event description:
It was reported that during the stage ii implant procedure, an internal component (plastic passer), of the accessory tunneling tool broke as the surgeon tunneled the dbs extension device under the skin. The surgeon had passed a single lead to route the extension device; lead placement had been deemed acceptable. Additional info was requested from the representative.